Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 317 mg/dl while wearing the pod on the arm. The needle mechanism did not fully retract as intended during activation. The pod was leaking. The patient stated she was bleeding and in pain. The ketones were mild. For treatment, the school nurse changed out the pod.

Manufacturer narrative:
The pod was received with the needle mechanism deployed and the formed needle fully retracted. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would cause the formed needle to fail to fully retract. Though no problems were observed with the needle mechanism, it could not be determined when the formed needle fully retracted. The cause of the reported failure of the formed needle to retract could not be determined. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. No damages, tears, or leaks were observed in the fluid path that would result in fluid leaking from the pod. Though no leaks were observed in the fluid path, the soft cannula was found to be kinked. The download data contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin . Fluid path testing found no issues with fluid flowing through the complete fluid path though the soft cannula was kinked. It could not be determined when the damage to the soft cannula occurred.